Event description:
It was reported that following the spinal cord stimulator (scs) implant procedure, the patient was having stroke-like symptoms including facial drooping, weakness, and impaired speech. The patient had a stat CT and was transferred for higher level of care. The physician assessed that the patients symptoms were indirectly related to the device or procedure. At a post operative visit, it was noted that impairment remains and therefore a neurology consult was sent.